Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl. Customer was not using auto mode. Customer had blood glucose level of 298 mg/dl. Customer did self test and insulin pump had hardware low level failure alarm. Customer was able to clear alarm and insulin pump passed displacement test. Customer was alleging insulin pump for under delivering. The insulin pump will not be returned for analysis.